Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sterile processing supervisor reported that the a1059 mayfield modified skull clamp was locked and it still moved. The date of the event was not specified. Additional information received on (B)(6) 2019 indicating that the event happened during a craniotomy procedure for tumor. The physician and nurse were able to save the patient's head from slipping. A surgery delay (time not specified) was noted when they had to place another clamp. There was no impact to the patient due of the delay . Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify the root cause to the end user's experience could not be determined. The device history record review could not be performed since the lot number and serial number were not provided. Device identifier number: (B)(4).

Event description:
N/a.